Manufacturer narrative:
The lens was not returned. A used company cartridge was returned with the lens case lid for the reported iol. The used company cartridge was evaluated. Viscoelastic was observed in the cartridge. The cartridge had evidence of placement into a handpiece. Tip stress was observed. The used monarch iii (d) cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. The handpiece and viscoelastic used were not provided. It is unknown if qualified products were used. The root cause for the reported scratch could not be determined. The lens remains implanted. Per the instructions for use (IFU): company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Event description:
A materials management person reported about a scratch on lens during intraocular lens (iol) implantation surgery. The lens was not explanted.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).